Event description:
Fail prematurely. They fall off of the metal. Rptr has had 40-50 pts affected where the crowns have had to be replaced. Dental lab used has this well documented with multiple dentists.